Manufacturer narrative:
Correction: per the clinic, it was confirmed the patient was not prescribed with antibiotics. The initial MDR submitted on december 12, 2024, was filed inadvertently. No device malfunction or serious injury has occurred.

Event description:
Per the clinic, the patient experienced soreness at the ear and subsequently, was treated with antibiotics (type, date and duration not reported).